Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. There were no patient consequences. Further information was requested, but not yet available.

Event description:
New information notes the implantable cardioverter defibrillator was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous hybrid was found to be the cause of the high current drain and premature battery depletion.